Manufacturer narrative:
(B)(4). The customer reported the device unexpectedly shut down and now the device fails to power up (with any combination of ac and battery power). This reported issue was found during incoming inspection of the device upon original receipt of the device; there was no patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported, the device unexpectedly shut down and now the device fails to power up (with any combination of ac and battery power). This reported issue was found during incoming inspection of the device upon original receipt of the device; there was no patient involvement.